Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. The power issue was unable to be confirmed during device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the power issue could not be determined. The instructions manual indicates that the power may not have turned on because of power voltage trouble, power cord problem, interlock switch problem, thermos fuse disconnection, transformer problem, wire continuity abnormality, or improper connection of terminals and connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that output connector was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the halogen light source was not turning on. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.